Event description:
It was reported that the pt experienced drainage, pain and incisional wound opening. The device pocket was cultured; staph aureus was isolated. The pt did not have meningitis. The pt was treated with oral antibiotics and the total device system was explanted. The infection resolved; no drug withdrawal was reported.